Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. At 19:46 the result from the meter was 5.5 inr and within 1 hour the laboratory result was 4.2 the customer's therapeutic range is 2.5 - 3.5 inr. The customer had a tooth operation and was in the hospital for 3 days. There was no allegation of an adverse event. The customer had a cold at the time of the complaint. The investigation is currently ongoing.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.